Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a 3 ml occlusion. Found during start up. There was unknown patient involvement.

Event description:
There was no patient involvement.

Manufacturer narrative:
H6 f code updated from f26 to f27. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem was worn clutch parts. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the right and left clutch, and the clutch spring, and the pump passed all functional tests and performed as intended after repair.